Event description:
It was reported that the patient was experiencing burning pain at the pocket site. The patient underwent a revision procedure wherein the pocket was moved to the other side and the ipg remains implanted. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing burning pain at the pocket site. The patient underwent a revision procedure wherein the pocket was moved to the other side and the ipg remains implanted. The patient was doing well postoperatively.